Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.

Event description:
During an angioplasty procedure of the left superficial femoral artery, this balloon ruptured at below nominal pressure. The patient is a male (age unknown). The vessel had moderate calcification, mild tortuosity and 75% stenosis. There is no information as to where the physician made access to the patient. The device was properly inspected and prepped prior to use. The balloon was advanced to the lesion over the guidewire and inflated using and indeflator, however, the balloon ruptured at below nominal pressure. Therefore, it was withdrawn out of the patient's body, and another balloon catheter was used to successfully complete the procedure. There was no reported injury to the patient.